Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an angiojet avx thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at the tip of the catheter the hypotube was broken. Functional testing showed it was leaking at the break and received a ¿check saline supply" error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 22sep2016. It was reported that an error message displayed during priming. An avx thrombectomy set was selected for a thrombectomy procedure in the fistula. An error message to "check saline bag" displayed during the priming process when the device was outside of the patient. They checked the saline bag and reset the console twice. However, it kept displaying the error message. This device never entered the patient's body. Another avx thrombectomy set was selected and the procedure was successfully completed. There were no patient complications. However, device analysis revealed that the hypotube was broken.